Manufacturer narrative:
The device was available from the hospital for evaluation; an engineering device evaluation was performed on the returned product. The helical retractor control (retractor control knob, retractor system inner slide tube and a portion of the retractor drive cable) were confirmed to be separated from the device. There was evidence the retractor drive cable hockled prior to separation, though the root cause of the hockling is unknown at this time. A review of component records for the retractor control knob, retractor system inner slide tube and retractor drive cable indicate all components were conforming to their specifications. This complaint is being reported because if no intervention is performed, there is a risk of a sharp foreign body remaining inside the patient.

Event description:
The user reported while attempting to disengage the helical retractor from tissue, the inner slide tube (with the retractor knob) separated from the retractor drive cable and pulled out of the device. As a result, the user intervened by accessing the remaining retractor drive cable and using hemostat clamps to disengage the helical retractor from tissue. The initial device was removed and the procedure was successfully completed with a secondary r2005 device. There is no reported patient impact.